Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a procedure on an unknown date. According to the complainant, during the procedure, the band was deployed and an audible click was heard; however, when the tissue was released from the device, it was noted that the band failed to deploy. Another attempt was made to deploy the band, but no band was released. The device was then removed from the patient and, upon inspection, it was noticed that the last white alert band was deployed over the blue bands. The procedure was completed with another speedband superview super 7 device. There were no reported complications reported as a result of this event. The patient was not compromised.